Event description:
In 03/2004, the pt reportedly stopped wearing their external equipment. In 03/2004, the pt was seen at the center for evaluation. During the prgramming session, the pt reportedly removed the external headpiece. External equipment was exchanged. However, the pt still would not wear the external equipment. Four days later, the pt was seen by a company representative. Testing performed confirmed that the device was not functioning as expected. Programming adjustments were made. However, the problem was not resolved. Surgery was scheduled to explant the pt's cii device.